Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a coronary artery. Upon insertion of the 16 x 3.00 promus premier¿ drug eluting stent into the guide catheter, the stent came off from the balloon. The device was removed and the procedure was completed with another of the same device.

Manufacturer narrative:
Device evaluated by MFR: promus premier, ous, mr, 3.0 x 16mm stent delivery system (sds) was returned. A visual examination of the crimped stent found distal struts stretched and pulled in a distal direction. The proximal stent od (outer diameter) was measured which is within maximum crimped stent specification indicating that there were no issues with the crimp stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a coronary artery. Upon insertion of the 16 x 3.00 promus premier¿ drug eluting stent into the guide catheter, the stent came off from the balloon. The device was removed and the procedure was completed with another of the same device.